Event description:
It was reported that the patient experienced unspecified issue with the ams 800 artificial urinary sphincter (aus). The entire device was removed and replace with aus consisting of two cuffs, balloon and pump. Additional information received stated that the patient had return of incontinence symptoms. The patient status post procedure was good and the device will be activated 6 weeks from surgery date.